Manufacturer narrative:
Block h6: device code a150201 captures the reportable event of mesh difficult to position. Patient code e2330 captures the reportable event of pain felt by the patient following the procedure.

Event description:
It was reported that, during a mid-urethral sling procedure using a solyx blue device, placement of the device on the patient's right side was completed without issue, but the physician encountered difficulty with the patient's anatomy while attempting left-sided placement, resulting in contact between the trocar tip and the pelvic bone rather than advancement through the obturator muscle. Continued pressure against the bone caused the needle tip to bend. The trocar was withdrawn, and additional attempts were made to identify the correct plane of placement; however, the bent needle tip was subsequently identified. A second solyx blue device was opened, and a new delivery device from that kit was used to complete the left-sided placement of the original solyx blue mesh. Following the procedure, the patient has been feeling pain and discomfort.